Event description:
The hcp reported the pt was diagnosed with an inflammatiory mass. The hcp reported that an 11 cm mass was revealed by MRI/CT scan. The pt was experiencing "radicular-like pain at catheter tip site, but was otherwise asymptomatic". The hcp believes that the pt was receiving morphine via the drug delivery system. A follow-up report will be sent when additional information becomes available.